Event description:
The customer states the device was no longer displaying the correct code number. The customer tried two different keys with the same code number and both displayed incorrectly. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.